Manufacturer narrative:
On 20-nov-2015, through a service phone call, a field service engineer (fse) guided the caller to remove and clean the sample needed. Afterwards, the customer indicated that no additional errors were obtained. Instrument was performing as expected. No additional activities were required by field service. Most likely root cause is instrument related: dirty or contaminated sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported large syringe error this am, error 706 (operation error in syringe-l) with their hlc-723g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.